Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned.

Event description:
It was reported that the catheter fell out and the patient returned to the office following the call and noted that the catheter was originally placed was not inflated with water at the time of removal. The patient had a new catheter placed during the second visit. 10 ml of sterile water was placed in the port of the catheter which would result in the balloon being filled in the bladder and filled the balloon external from the patient and the water did not leak out of the balloon even hours after the patient left. There was no obvious reason as why the catheter fell out of the patient.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to a inflation or drainage lumen wall perforated. It was unknown whether the device had met relevant specifications. The product was used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: a, e, g h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.the device was not returned.

Event description:
It was reported that the catheter fell out and the patient returned to the office following the call and noted that the catheter was originally placed was not inflated with water at the time of removal. The patient had a new catheter placed during the second visit. 10 ml of sterile water was placed in the port of the catheter which would result in the balloon being filled in the bladder and filled the balloon external from the patient and the water did not leak out of the balloon even hours after the patient left. There was no obvious reason as why the catheter fell out of the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out and patient returned to the office following call, it was noted that the catheter that was originally placed was not inflated with water at the time of removal. Patient had a new catheter placed during second visit.10 ml of sterile water were placed in the port of the catheter, which would result in the balloon being filled in the bladder and filled the balloon external from the patient and the water did not leak out of the balloon. Even hours after the patient left. There was no obvious reason as to why the catheter fell out of the patient.